Event description:
Health professional reported that after injection with juvederm (volume/concentration unk) in the nasolabial folds, the pt experienced erythema and pain at the injection site immediately. Hyaluronidase was prescribed and used to both hasten the resolution of symptoms and to prevent permanent damage per the physician. The physician would not provide any further info at this time. Follow up to acquire the lot number is in progress.

Manufacturer narrative:
Medwatch sent to the FDA on (B)(4) 2011.